Event description:
Patient received examination from physician due to elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a cracked battery compartment, damaged keypad, and a damaged force sensor, but demonstrated that insulin delivery was operating within required specifications and delivery accuracy.